Event description:
The cranial access drill in the kits is breaking at the handle during a ventrix procedure. No patient injury was reported but the procedure required a new drill to be used. This has been occurring for the last 1 1/2 months. The kit numbers were ins-7040 from lot numbers d03012 and b01056.